Event description:
It was reported that "it was unable to pace on the first day of use. There was no problem with the catheter position. The output was increased but it was unable to pace. Another catheter was used." No patient complications or injury was reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. No introducer was returned. Continuity testing confirmed a full open condition of the proximal circuit. The distal electrode circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing lead wires. The proximal lead wire was found to be broken at 0.08¿ proximal from proximal electrode. It was found that the proximal circuit was continuous from broken wire to proximal electrode and broken wire to proximal connector pin. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Balloon inflation testing was performed using the returned syringe with 1.3 cc air by holding the balloon under water. No visible damage to the catheter body, balloon, balloon windings or returned syringe was observed. Visual examinations were performed under microscope at 20x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty was confirmed during the evaluation. Corrective actions have been implemented to address these types of non-conformances at the manufacturing site.